Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported her ¿pacemaker¿ was not functioning for 2 weeks prior to the report. The patient wanted someone from the manufacturer to help her walk through on what to do with her situation. The patient stated she thought it was not working for two weeks ago when the patient was asked to relay how it happened. The patient stated was advised to go to the healthcare professional (hcp) and speak to a manufacture representative (rep) in the hcp¿s office. There were no further complications that have been reported as a result of this event.